Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (severe valvular calcification, 1st degree av block, moderate ventricular hypertrophy) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was ¿uneventfully¿ performed with a 16mm balloon catheter. A 20mm sapien 3 valve was then deployed in a final 50:50 aortic/ventricular (a/v) position as intended with nominal volume. Mild paravalvular leak (pvl) was observed on tee and angiography. Post dilation of the valve was performed. At that time, due to high inflation pressure, the inflation volume was 1ml less than nominal volume. The pvl was not reduced. Post dilation was performed again with nominal volume plus 1ml. The blood pressure (bp) recovered well. At the end of the procedure, the heart rate was 60 bpm with sinus rhythm. While waiting to leave the operating room, the heart rate gradually decreased to 30 to 40 bpm. Complete atrioventricular (av) block was diagnosed. The patient was transferred with a temporary pacemaker in place at 40 bpm. On postoperative day (pod) 1, the patient returned to sinus rhythm, but still needed the assistance of the temporary pacer about once a day. On pod6, a permanent pacemaker (ppm) was implanted. The patient was scheduled to be discharged on pod12. The valve remains implanted in the patient. The native annular diameter measured 19.7mm by tte. Severe valvular calcification and mild aortic root calcification was reported.